Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for an elective upgrade. During an attempted right ventricular lead placement, a kink was noted at the base of the lead. The lead helix appeared to not fully extend when placed in the patient. High lead impedance was also noted. The lead was removed and replaced. The patient was stable throughout.